Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a transpac¿ it trifurcated monitoring kit with 2 stopcocks, 84" pressure tubings, 3ml flush devices, un-bonded macrodrip (pole mount). It was reported that during use in the operating room (or), the pig-tail flush device transducer housing broke apart after 4 hours of use. The blue part remained connected to the mount while the clear front part detached and was hanging. No adverse event occurred and therapy was not delayed. There was patient involvement but no harm.